Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device alarmed with an s321 (motor error- pmc, left) malfunction alarm code. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation found the device alarmed with an s321 (motor error - pmc, left) malfunction alarm code on channel a. The probable cause of the s321 malfunction alarm code may be due to a broken encoder on the plunger motor. This report represents all the information known by the reporter upon query by hospira personnel.